Event description:
On (B)(6) 2009, the patient reported she received an e8 (power interrupt) error on her insulin infusion device and currently has no power to her device. To troubleshoot, she was instructed to remove the battery from her device and insert a new one. Her device still did not have power. She stated she saw insulin droplets under the cartridge plunger and thought insulin may have gotten into her device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.